Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the exact cause of the high impedances was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported during interrogation of the patient¿s system the hcp noticed that electrodes 8-15, expect for 14, had high impedances. It was noted the event was related to the device or therapy. It was noted the event was not related to the implant procedure. It was noted the patient was reprogrammed without using the electrodes being able to cover her pain area on (B)(6) 2019. It was noted the event was resolved without sequelae. There were no further complications that have been reported as a result of this event.